Event description:
While doctor was attempting to give patient spinal anesthesia the 24 guage spinal needle was broken off beneath the skin surface. X-ray was called. Doctor was able to remove the broken needle. Image was read by radiology and it was determined there was nothing left in the wound.